Event description:
It was reported that patients midline incision was left open. The patient underwent an explant procedure where whole spinal cord stimulator was removed to avoid infection. The explanted device will not be return. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately since the implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 21295719.